Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report a service code 204. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary - device eval of monitor sn(B)(4) has been completed. The reported problem (code 204) was confirmed. Upon investigation, the belt receptacle was broken free from the case, with damaged wires. The cause for the service code 204 is a disruption in communication between the monitor and belt. The cause for the disruption in communication is the defective electrode belt receptacle. The root cause for the defective receptible cannot be positively identified, but was likely physical abuse. No adverse event resulted from the defective monitor belt connector. The pt received a replacement monitor.